Event description:
Physician identified rv perforation the day of implant, but patient refused rv lead revision. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Additional information: on (B)(6) 2020 the rv lead impedance rose to 1500 bipolar and 1300 unipolar, with decrease sensing and increase rv threshold. Most likely a micro-perforation. Chest x-ray and echo was normal. The rv lead was revised (B)(6) 2020 and placed in a different location. All numbers back to normal and lead impedance 780 with r waves 14.7 and threshold 0.7. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional information: on 6/10/2020 the rv lead impedance rose to 1500 bipolar and 1300 unipolar, with decrease sensing and increase rv threshold. Most likely a micro-perforation. Chest x-ray and echo was normal. The rv lead was revised (B)(6) 2020 and placed in a different location. All numbers back to normal and lead impedance 780 with r waves 14.7 and threshold 0.7.

Event description:
Physician identified rv perforation the day of implant, but patient refused rv lead revision. Lead remains implanted. Should additional information become available, this file will be updated.